Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the reservoir was leaking. The blood glucose reading was 225 mg/dl. She was not sure where the leak came from but stated that the insulin pump smelled like insulin. She also reported that the insulin units were falling rapidly. She stated that there were about 25 small air bubbles in the reservoir. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The device was tested with water/fill reservoir. The water liquid volume in the reservoir matched properly the status screen and no air bubbles anomaly noted. The unit was received with cracked reservoir tube lip, and the insulin smell inside the reservoir tube. However, no moisture damage inside reservoir tube or inside pump noted.